Event description:
In 2009, the patient's wife reported that the down button of the patient's infusion device does not respond when pressed. The patient has experienced elevated blood glucose of over 300 mg/dl as a result and he feels sick all of the time. The patient attempted to bolus for a meal and noticed elevated blood glucose. The infusion device has not been dropped or exposed to water. The patient did not required medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.